Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction was reported. It was reported that a male pt was taken for intervention in rca with a 95% block and having diffused disease. The lesion was crossed with a whisper guide wire then predilated with a balloon. It was decided to place three xience v stents to cover the entire diseased part. A 3x 28 mm xience v was deployed in the distal part of rca, a 3.5 x 28 mm xience v was placed in the mid part and then a 3.5 x 23 mm xience v covered the proximal part, but while deploying this 3.5 x 23 mm, a dissection was noticed in the proximal part and in order to treat this dissection another company's 4.0 x 13 mm stent was placed. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident. Dissection, as listed in the xience IFU is a known adverse event associated with coronary stenting and not necessarily an indication of a product qual issue. Dissection can be influenced by lesion characteristics, procedural technique, and device size selection. The IFU states, "implanting a stent may lead to dissection of vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)." A conclusive root cause for the reported pt effect and the relationship to the product cannot be determined.